Event description:
Complainant alleged that during a routine shift check of the device, the display would not illuminate power up and no audible tones were heard. The complainant indicated that there was no patient involvement in the reported malfunction.